Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic in backup vvi mode after receiving an alert. A device image was sent for further investigation. A device download was performed successfully. The patient is doing good and will continue to be monitored.